Event description:
It was reported that when a patient presented in the emergency room after receiving inappropriate shocks, externalized conductors, low, out of range hv and pacing lead impedance, and noise were observed. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pins measuring 15.5cm was returned for analysis. External insulation abrasion was noted at 14.1-14.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).